Event description:
It was reported that during an unknown procedure, the device locked and the clips would not advance. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Fired through lockout. Evaluation summary: the analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. As the IFU states: "do not attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaw may remain closed." We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.